Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified while the alleged cartridge alarm 5 issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer's continuous glucose monitor read "high" with trace of ketones, however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.